Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The customer¿s blood glucose level was 200 mg/dl. The customer got in hot tub with the insulin pump. The customer stated that there was a pump error was displayed before the open book image was displayed on the screen. The troubleshooting was performed for the open book image. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.